Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient had a return of her target urgency symptoms, so she tried turning the stimulation up to 4 or 5. The patient started having sharp pains where the therapy was delivered when she increased stimulation. It was noted that the pain was in front on the right side. The patient later turned down the stimulation down and off, which resolved the sharp pains. The patient was assisted in turning the stimulation back on at 1.7v on program 1. The patient confirmed that the stimulation was comfortable in the target area. There were no further complications or anticipations reported with this event.